Event description:
It was reported that a patient underwent a unknown procedure on (B)(6) 2022 and suture was used. During the procedure, when removing the needle-suture from a trocar, the suture broke. The needle was found immediately. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint number: pc- (B)(4). Component code: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained: after the suture broke, the needle fell into the patient's body. After the needle fell, it was retrieved without being lost. No additional treatment was taken for the patient. After that, there was no problem with the patient¿s condition. Qty to be returned: 1 => 0. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.